Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump¿s screen was scratched up and customer cannot see the screen. Customer¿s blood glucose was 162 mg/dl. Customer stated that bolus was not delivered when customer did not do bolus by himself. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device display properly and no anomaly noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime anomaly noted during testing. Device had minor scratched lcd window. (B)(4).